Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap overious cystectomy - "the bag was placed down an 8mm air seal trocar, the doctor went to deploy the bag by advancing the plunger, the prongs remained inside the shaft, but the bag was deployed. The plastic blue bracket that holds the prongs together inside the shaft broke, but did not fall into the patient. The inzii introducer and shaft were removed from the patient followed by the bag." Type of intervention - the doctor used a grasper to unravel the bag and insert the specimen for removal. Patient status - no patient injury.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted that the deployment mechanism was damaged. The root cause of the customer's experience is likely due to retracting the deployment mechanism prior to full deployment. The damage observed on the deployment mechanism indicates that the customer overrode the ratchet mechanism by retracting the thumb ring prior to full deployment. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional info received via email from applied medical team member february 15, 2017: "the blue plastic bracket that holds the prongs together inside the bag" is referring to the actuation rod. The incident occurred while the device was in use."